Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection; the reported phenomenon was reproduced. Based on the results of the investigation, the root cause of the reported malfunctions could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope had image noise. The issue occurred during preparation for use and before the patient was in the room. There was no report of patient involvement.